Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose and the sensor glucose value was unknown however, the differences are sometimes between 30 to 100 points. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was unknown. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
The opened and used sensor was inspected and the continuity resistance test was performed. The sensor passed per specifications. The initialization test was performed on the sensor using a new lab transmitter with a paradigm insulin pump. The sensor was connected to the transmitter and placed in bts solution. The communication icon was displayed and the transmitter was flashing while connected to the sensor. The sensor functioned properly. The skin irritation cannot be performed or reproduced.